Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had dislodged. The lead was positioned for left bundle branch pacing and was sensing atrial activity. The intrinsic amplitude had also decreased since implant. The patient had two rv leads in use and the oversensing led to the delivery of an inappropriate shock by the defibrillation lead and inappropriate anti-tachycardia pacing by this rv lead. During removal of the lead, the helix would not fully retract and also appeared bent when removed. The lead was successfully explanted and replaced and no further adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had dislodged. The lead was positioned for left bundle branch pacing and was sensing atrial activity. The intrinsic amplitude had also decreased since implant. The patient had two rv leads in use and the oversensing led to the delivery of an inappropriate shock by the defibrillation lead and inappropriate anti-tachycardia pacing by this rv lead. During removal of the lead, the helix would not fully retract and also appeared bent when removed. The lead was successfully explanted and replaced and no further adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood/tissue around the helix and the helix was deformed (stretched-out and/or bent). The helix mechanism failed. The observed damage is not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product.